Event description:
It was reported that the patient presented to the hospital in severe heart failure. The physician believed the bi-ventricular pacing may have made the heart failure worse. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted: 2014-(B)(6); 6947m-62 lead implanted: 2014-(B)(6). (B)(4).